Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances were found. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported concomitantly injecting a patient in the jawline with 2ml juvéderm® volux¿ and 4ml of juvéderm® voluma¿ with lidocaine. The patient experienced ¿late onset nodules¿ in the jawline 6 months later. The patient was treated with unspecified treatments that same day and again 2 weeks later. Two weeks later, the patient was treated again, another time 8 days later, again 2.5 weeks later, another time 11 days later, and once again 10 days later. The event resulted in permanent ¿atrophy.¿ no other information was provided.